Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 81 year old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. Following device implantation, blood leakage was observed from the blue hub of the repositioning sheath. Due to the bleeding, the impella cp device was explanted, and an intra-aortic balloon pump was utilized for continued hemodynamic support. The patient tolerated the intervention without complication and survived with no additional adverse events reported.

Manufacturer narrative:
A4 weight and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the introducer was removed and explanted on the same day as implantation (june 17). Additional information indicated that blood leakage was observed from the connection between the blue suture hub and the white catheter. No damage to the device was reported.